Event description:
It was reported that a stone cone retrieval coil was inserted during a stone retrieval procedure, to keep the stone from migrating, and approxmately 5mm of the distal tip broke off in the pt (holmium laser lithotripsy under fluoroscopy was used.) A stent was placed after the procedure, and a week later the stent was removed through a scope (2003.) The stone cone piece was removed with the stent - it was wrapped around the stent. The removal procedure was successful, with no pt complications. The device has not been returned for evaluation. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specifications. The directions for use state: "do not directly fire upon the device with a laser... Warning: to minimize risk of device breakage or pt injury, do not fire laser directly on any part of the stone cone."